Event description:
During a retrospective review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nephew of a (B)(6) y/o female pt contacted zoll to report that the pt's lifevest "blew up on her and now she has back pain from it". The pt received a treatment on (B)(6) 2012. The treatment the pt received appeared to be inappropriate and related to artifact. The response buttons were not pressed.

Manufacturer narrative:
Device eval summary: device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn (B)(4) - reuse. Electrode bent sn (B)(4), manufacture date: 02/2012 - reuse.